Manufacturer narrative:
Two samples were returned for evaluation. One sample appeared used. The samples were inspected and found to have intact cuffs and no tube damage. Functional testing of the inflation lines and cuffs showed no inflation problems, no deflation problems and no occlusions. The testing performed could not confirm any device problems. The root cause could not be completed because no device problems were identified.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the treating facility performed the tracheostomy using the percutaneous procedure within the device instructions. According to reporter, after 1 hour the attached ventilator gave a pressure alarm. Following ventilator pressure alarm, tube was removed from patient and patient ventilated manually. The tracheostomy tube could not be successfully placed during second attempt (ventilator alarm occurred again). Manual ventilation then resumed after second attempt at percutaneous dilation placement. User facility reported that under bronchoscopy of patient, a laryngocele was identified which had caused to the blockage of the airway when tube was placed. Patient was then re-intubated orally instead. Reporter alleges that patient's recovery was extended by 5 days due to the inability to place tube. No permanent adverse effects to patient reported.